Event description:
As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not change during use for hemostasis. The device was removed without deployment, and compression hemostasis was performed. There was no reported patient injury. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.